Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: during therapy the safsite allowed blood to reflux from the cannula out of the valve after insertion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three contaminated samples were provided for investigation. The samples were decontaminated and upon evaluation of the units, no visual issues were observed. Leak testing was performed with passing results. The reported issue was not confirmed. Retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.